Event description:
Complainant alleged that during functional testing, the associated defibrillator did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated during evaluation. It was determined the electrodes caused the customer's report. The electrodes were scrapped. A replacement set of electrodes was sent to the customer. Analysis for reports of this type has not identified an increase in trend.